Event description:
It was reported by the getinge fse during pm on (B)(6) 2025, that the cardiosave intra-aortic balloon pump (iabp) ground pin missing on a/c plug. There was no patient involved. When fse started the pm process, he found that the grounding pan for the ac plug was missing. He replaced the power cord reel then completed all testing, diagnostic, calibration, performance and safety test. The unit was returned to use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
*Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse that encountered the issue replaced the ac power cord reel. The fse completed the pm with all safety, calibration, and functional tests. The iabp was returned to the customer for use. The failure analysis and testing dept. Received part with a reported unit failure of the ground prong missing. The fat performed a visual inspection and found the part to have the whole ac plug missing. Retaining the part in the failure analysis and testing department per procedure.